Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, moisture was inside the lens. The surgeon used another instrument to complete the procedure. The hosp reported that no pt injury occurred.